Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (7l66430), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the anchor on the 5.5 healix advance kntlss br device came off as the surgeon pulled the suture a little to cut. Cutting. Was. During in-house engineering evaluation, it was determined that . Another like device was inserted into another burr hole to complete the procedure successfully with a delay of 30 minutes. The status of the patient post-surgery was unknown. No additional information was provided. The device was brand new and the first use when the issue occurred.